Event description:
It was reported that the fiber tip broke off during the benign prostatic hyperplasia procedure. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified that the metal and glass cap were detached; therefore, the reported fiber tip detachment was confirmed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Due to the detachment of the metal and glass cap, the levels of devitrification and debris adhesion could not be determined. It is likely that the interaction between the user and device caused or contributed to the reported event and identified fiber tip detachment. Based on analysis results, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the fiber tip broke off during the benign prostatic hyperplasia procedure. The procedure was completed with another device. There were no patient complications.